Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during total knee procedure a medium vanguard pin broke. Attempts have been made, but no further information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the returned device confirms found it to exhibit signs of repeated use the head is fractured all pieces were not returned. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.